Manufacturer narrative:
Device evaluation summary: one cadd legacy plus 6500 pump was returned for analysis in used condition. Visual inspection of the pump found no damage. Review of device history log found 39 high pressure and 39 no disposable alarms recorded. Functional testing included use testing and sensor testing. Sensor testing found the downstream sensor value within manufacturing specification. The customer's concern regarding cassette attachment was unable to be confirmed. The pump was tested for delivery accuracy to verify the pumps function and accuracy. Delivery accuracy testing found the pump functional with cassette attachment normal. The average delivery error was within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed. This problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy plus after replacing the cassette with another one, an occlusion alarm went off. Since there observed no occluded or kinked part in the tubing, the customer replaced the pump with another one and noticed the cassette's attachment part was a little too tight. No adverse patient effects.